Event description:
During a left thoractomy, upper lobectomy procedure, the staple line appeared incompleted on the bronchus. Oversewing was performed to complete the procedure. There was no patient consequence.